Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0a4br, product type: lead.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had experienced a return of symptoms following an appointment with the hcp and a manufacturer representative (rep) on (B)(6) 2016. The rep did something with it and the therapy worked for two days and then stopped working again and they didn't feel the device anymore. The patient reported a return of urinary symptoms. The caller stated the patient lost their patient programmer (pp) and called to get a replacement. The patient stated they would then go back to their hcp and the hcp would schedule the rep to be there again. The hcp later reported the patient had nocturia two times now versus five prior to implant, had the system implanted and for one year did really well. The patient was then sick in rehab, moved, lost their pp when their daughter moved everything around and their symptoms of urinary urgency, frequency and leakage returned. The patient had to wear diapers to stay dry and was not feeling the device at all, and also complained of odor to their urine. The patient had lost a lot of weight and now when they sit, they felt their device and lead and it was annoying them. During the day they were going every hour and at night 3-4 times. The hcp stated the patient had lost a considerable amount of weight and for that reason the device and leads appeared slightly subcutaneous than usual. The patient had a fall and it was possible that they had displaced the leads, however this was prior to the last visit on (B)(6) 2016. The patient did not want any anesthesia as they had a scare with anesthesia last time and would like to avoid any procedures this present time. The hcp reported the following active problems associated with the patient: abdominal pain, acute lower urinary tract infection (uti), acute pansinusitis, acute rhinosinusitis, acute mesenteric ischemia, anxiety, arteriosclerotic heart disease of native coronary artery without angina pectoris, baker's cyst of knee, benign essential htn (hypertension), s/p CABG (coronary artery bypass graft), carotid artery stenosis (asymptomatic, bilateral), carotid bruit, cerebral infection (unspecified), chronic cystitis, chronic deep vein thrombosis of lower extremity, chronic kidney disease (ckd) stage iii (moderate), claudication, conductive hearing loss (external ear), congestive heart failure, coronary atherosclerosis of native coronary artery, cough, current use of long term anticoagulation, decreased urine stream, dependence on supplemental oxygen, diabetes mellitus with neuropathy and stage three ckd, dyslipidemia, dysuria, edema, headache, heartburn, herpes zoster, hyperlipidemia, hypertension (renovascular), hyperthyroidism, idiopathic peripheral neuropathy, impacted cerumen (left), incomplete emptying of bladder, increased urinary frequency, itching, acute knee pain, late effects of cardiovascular disease, left inferior renal artery stenosis, limb pain, limb swelling, lump or mass in breast, meralgia paresthetica of left side, osteoporosis, other abdominal tenderness, pain of the lower leg, pvd (peripheral vascular disease), rash, renal artery stenosis (native, bilateral), renal cyst, rib pain, secondary peripheral vascular disease, shortness of breath, stroke symptom, swelling of joint (left knee), synostosis, type ii diabetes mellitus with peripheral circulatory disorder, upper respiratory infection, urethral prolapse, vitamin d deficiency, uti, urinary urgency, urinary hesitancy, overweight, urge incontinence of urine, asthma, chronic obstructive pulmonary disease (unspecified), benign hypertension with ckd (stage iii). The hcp reported the patient had a history of past esophageal reflux, bladder surgery, CABG, hysterectomy, and a total hip replacement. The patient was scheduled to meet with the hcp in four weeks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.